Event description:
On 08/23/2016, the reporter contacted lifescan (B)(4), alleging multiple inaccurate high results on the subject meter compared to a doctor's meter and a labaoratory device. The comparisons provided were "260 mg/dl" on the subject meter compared to "172 mg/dl" on a doctor's meter, performed within 30 minutes of each other, and "283 mg/dl" on the subject meter compared to "221 mg/dl" on a laboratory device, performed within 10 minutes of each other. These complaints are being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.